Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that reservoir had air bubbles. She stated it takes about ten to fifteen minutes to get air bubbles out of the tubing and reservoir. The blood glucose at the time of the incident was unknown. The mother declined troubleshooting as she was at work. The product will not be returned for analysis.